Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the patient experienced symptoms of near-syncope and presented to the emergency department. The device was interrogate. There were no shocks or episodes recorded. It was then discovered that the electrode was dislodged. It was reported that the patient's symptoms were likely attributed by intentional weight loss.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the electrode implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system dislodged back toward the device region. The electrode was repositioned successfully and there have been no further issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: this report is being filed to correct the event date. (B)(4).